Manufacturer narrative:
The insulin pump was unable to prime during priming test and received motor error alarm during the basic occlusion test due to faulty force sensor resistor. The occlusion test was unable to be performed along with the excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test and the motor tested okay. The insulin pump was received with cracked reservoir tube lip and scratches on the display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm. Customer's blood glucose level was 435 mg/dl. Troubleshooting for high blood glucose was performed. Customer's mother advised they changed out the infusion set 3 days in a row and the patient continued to not receive insulin. Customer experienced issues with bent cannulas. Customer treated their high blood glucose via manual syringe. Troubleshooting for motor error alarm was performed. Customer received a motor error alarm during the fill cannula process. Customer advised they were able to rewind the insulin pump. Customer received motor error alarm more than one time in a 30 day period. Customer received motor error alarm during basal delivery, bolus delivery and the high pressure test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.